Manufacturer narrative:
Corrected data: b5- a medical professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced blurred vision. In a separate visit the lens was rotated/ repositioned. At a later date the lens was exchanged. H6- health effect - impact code (f): '4644' should be removed. Claim# (B)(4).

Manufacturer narrative:
H11- secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A medical professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced blurred vision. In a separate visit the lens was rotated/ repositioned. Medication was prescribed. At a later date the lens was exchanged. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional data: d4.- model#: "vticm5_ 12.6" should be added. D4.- serial#: "(B)(6)" should be added. D4.- expiration date: "12/31/2026" should be added. D4.- primary uniquq identifier (UDI)#: "(B)(4)" should be added. H4.- device manufacture date: "01/23/2024" should be added. Claim# (B)(4).